Event description:
In an inbound call, the patient mentioned that she restarted v-go two weeks ago and she is having difficulty keeping them on. The patient clarified that this occurred 3 times in the last week with the v-go applied twice to the back of her arm and once on her stomach. The patient confirmed that she uses an alcohol swab to clean the infusion site prior to applying the v-go. The patient stated that on one occasion, the needle came out because the adhesive became loose. The devices are not available for return to the manufacturer for evaluation.